Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation and has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.

Event description:
It was reported that the cuff on the tracheostomy tube would not hold air. The tube was removed and the patient was reintubated. It was reported that the tube was pre-tested prior to insertion.